Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a biohazard bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with a brown liquid substance present throughout the length of the catheter. A multimeter was used to verify connectivity between the active cord pin and the portion of the snare that was cut near the handle. Connectivity was present up to where the snare was cut, but it could not be verified whether or not there was continuity throughout the snare since the snare was cut. The sheath of the snare was bunched and kinked from approximately 0.4 cm to 1.3cm from the handle. The snare head was advanced out the remaining portion of the sheath that had been cut. A full function test could not be performed due to the condition of the returned device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report based on the condition of the returned device. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use contain the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonscopy, the physician used a cook acusnare polypectomy snare soft. It was reported [that] attempted resection of large colonic polyp with large oval snare. Snare was positioned correctly and without issue. After proper connection to cautery generator snare was unable to create any cautery or burn during multiple repeated attempts. After replacing cautery generator with no change, the snare handle was cut off and the scope was removed from the patient leaving the snare and plastic snare sheath in place. The scope was then reinserted alongside the snare and additional tools were used to remove the remaining piece of the snare. After removal additional cook medical snares were used effectively to complete the procedure. A section of the device did not remain inside the patient¿s body. The detached portion of the snare was retrieved with additional snares and rat tooth grasping forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.